Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte-w¿ peripheral venous catheter had needle through the catheter issues. The following information was provided by the initial reporter translated from french to english : the user reported that during a catheterization of a dog with a catheter insyte blue thread 0.9x25mm, when starting to remove the mandrel without taking it out completely there was no blood return so it was put back in and realized that it was blocked and a potato had formed at the vein. On removing the catheter it was notice that the mandrel is blunt and had pierced the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022 h6: investigation summary one actual sample with open packaging were received by our quality team for evaluation. The sample was subjected to visual inspection to check for needle pierced through the catheter. From the returned sample, the needle was observed to be pierced through the catheter near the tip area. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application during the needle cover removal if not done carefully. As the actual sample was returned in open packaging, the root cause could not be established.

Event description:
It was reported that 1 bd insyte-w¿ peripheral venous catheter had needle through the catheter issues. The following information was provided by the initial reporter translated from french to english : the user reported that during a catheterization of a dog with a catheter insyte blue thread 0.9x25mm, when starting to remove the mandrel without taking it out completely there was no blood return so it was put back in and realized that it was blocked and a potato had formed at the vein. On removing the catheter it was notice that the mandrel is blunt and had pierced the catheter.